Event description:
The treatment started on (B)(6) 2013. The symptoms reported by the pt were hoarseness, an itchy mouth, with mild swelling of her lips and tongue and cardiac arrhythmia. The pt reported experiencing two episodes of being unconscious on (B)(6) 2013, no add'l info was provided regarding the length of these episodes. The treatment was discontinued on (B)(6) 2013 and the reported symptoms disappeared.

Manufacturer narrative:
Method code: the aligners are not being evaluated as the product performed in accordance to specs. Results: the device was used in accordance with labeled indications. This event is being filed as an MDR, because the pt reported symptoms of cardiac arrhythmia and reported two episodes of unconsciousness and the invisalign system product was being used at that time. No conclusive evidence has been provided that supports or opposes the fact that the invisalign product caused or contributed to the pt symptoms. Since the invisalign product was being used at the time of the reported symptoms of cardiac arrhythmia and two episodes of unconsciousness, as MDR is being filed.